Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs has been unable to get in contact with the pt and will be sending a letter to obtain more clinical info. The pt called alleging that the meter did not power on. The pt had been experiencing symptoms, which consisted of vomiting and heavy breathing and did not test while experiencing symptoms. She contacted emergency services and was treated with insulin. No info on what the reading was on the emt's meter. The pt was using the correct vial of test strips and the batteries were correctly installed and replaced less than a year ago. Customer service was unable to resolve the issue and sent the pt a new meter. At this time, this case is being reported as a malfunction, since there is a power issue with the meter.